Event description:
It was reported that a review of stored episodes for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode was requested. Technical services (ts) provided a review, discussed three recorded events with a marked change in morphology and r wave amplitude, prior to that events the sinus rhythm had been consistent, however during the recorded events the r wave amplitude had dropped significantly which led to oversensing and two inappropriate shocks. Ts discussed further evaluation in clinic and considering performing an x ray. This electrode remains in service. No adverse patient effects were reported.